Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but is similar to a product sold in the USA. The 510 (k) for that product is k983112. The rt340 adult evaqua breathing circuit is currently en route to the manufacturer for inspection. We will provide a follow up report with the results of our investigation.

Event description:
A healthcare facility in (B)(6) reported to our distributor that a leak was detected in an rt340 adult dual-heated evaqua breathing circuit. No patient consequence was reported.